Event description:
A malfunction was reported on the pump but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support again if the issue reappeared.